Manufacturer narrative:
E1: institution name: (B)(6) hospital) e1; reporter institution phone number: e1: reporter phone number: based on the information provided, the customer determined that there was significant interference in the electrocardiogram. Based on the results of the information provided, the cause of the reported problem was defective electrocardiogram leads. The customer equipment department replaced the electrocardiogram leads wires, the equipment returned to normal. The faulty component is unclear whether it is a product of philips.

Event description:
Philips received a complaint on the efficia cm12 monitor indicating that the heart rate was too low or displayed as zero. The device was in use on a patient at the time of the event. There was no adverse event reported.